Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) would stop pacing during cauterization. Another cautery was used. Technical services (ts) was consulted and noted that the magnet suspends shock temporarily while at use, but that it should not affect pacing, ts indicated that electrocautery could be oversensed by the device, and reprogramming was discussed. This crt-d remains in service. No adverse patient effects were reported.